Event description:
The patient completed the control solution 1 test, twice, with their blood glucose meter and the results were out of range. The range was 102-154 and the result was 100 for both tests. The member didn't receive any medical treatment because of the out of range results from the teladoc blood glucose meter.

Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.